Event description:
Caller reported a malfunction on the pump, specifically citing a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.